Manufacturer narrative:
Unit received intermittent button response due to j2/lcd unlock keypad connector. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was getting stuck on bolus delivery. The customer also reported that when she delivered a bolus, it stopped midstream. The customer reported that her blood glucose level at the time of the incident was 264 mg/dl. The customer stated that when she tried to arrow up to 264, the device stopped at 226. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.